Event description:
As reported by the user, the subject programmer takes very long to switch on and suddenly switches off when interrogating devices. In addition the printer of the programmer fails (only prints the first half of the paper (vertical division), and the other half stays blank.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
As reported by the user, the subject programmer takes very long to switch on and suddenly switches off when interrogating devices. In addition the printer of the programmer fails (only prints the first half of the paper (vertical division), and the other half stays blank.